Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2018. The patient stated that the sensor was removed on (B)(6) 2018, and two days later a red rash with crusty scabs formed at the insertion site. It was reported that the patient did not clean insertion site with alcohol wipe prior to inserting the sensor. On (B)(6) 2018 the patient saw their doctor when the insertion site began to look infected. The doctor removed pus from the infection and prescribed antibiotics. During a follow-up appointment on (B)(6) 2018, the doctor removed some dead tissue, expelled more pus, and took an x-ray, thinking that the dexcom sensor wire might have had something to do with the infection. The results of the x-ray did not show any sensor wire under the skin. A medical review was performed by dexcom clinical ca specialist on (B)(6) 2018 and additional details were provided regarding the skin reaction. Patient clarified that during her initial medical visit, the physician drained purulent fluid via pressure on the site and prescribed oral antibiotic cephalexin. On the second visit the physician removed necrotic tissue and drained the abscess again. The patient stated that a culture of the infection returned positive for staphylococcus. At the time of contact, it was indicated that the patient was in better condition. No additional event or patient information is available. Labeling indicates: make sure area is clean and free of lotions, perfumes, and medications. Clean insertion site with alcohol wipe. Let dry.